Event description:
It was reported by the user facility that pt suddenly became unresponsive, appeared to have seizure like activity. Dialysis treatment stopped, continued to circulate blood, ns bolus given, chair to supine position. No pulse detected and compressions were started. Code blue called. Four shocks were given and pt converted into sinus rhythm and was having a rhythm of sinus tachycardia on the monitor. She was also breathing on her own. Suctions were done to remove secretions from throat. The pt was transferred by air ambulance to (B)(6) hospital.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unknown how the device may have caused or contributed to the event. The (B)(6) department is in the process of reviewing pt medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.